Manufacturer narrative:
Batch review performed on 31 january 2019: lot 174560: (B)(4) items manufactured and released on 08 november 2017. Expiration date: 2022-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Investigation performed by patient match department: our analysis of the myknee process of this case found no deviations from the standard procedures. Each step has been performed correctly.

Event description:
Revision surgery performed, 11 months after primary surgery, due to tibial tray loosening. The surgery was completed successfully.